Manufacturer narrative:
(B)(4). Concomitant medical products: unknown ascent femoral catalog#: ni lot#: ni, unknown ascent tibial tray catalog#: ni lot#: ni. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a total knee arthroplasty. Subsequently, the patient was revised for an unknown reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Surgical notes were not provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.